Event description:
Tip might have broken during surgery. It is unk if broken part was left in the screw.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The info contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on info submitted by others that may or may not be constitute a determination or admission that a device has malfunction or is related to a death or injury.